Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer confirmed that there are no samples to return and no photos available for evaluation.

Event description:
The customer reported that the 001795 circuit vent vol f/port 10/cs experienced two (2) transport circuits caused patient ventilator to alarm with proxy line check circuit code. At this time, there is no information regarding patient involvement associated with the reported event.